Event description:
Additional information was received from the reporter. The procedure was an endoscopic retrograde cholangiopancreatography (ercp). The procedure was delayed for an unknown amount of time patient under general anesthesia due to the replacement of the single use retrieval nitinol basket v. The number of similar cases that had occurred at the facility several times before was unknown, but at least two (2) times the issue occurred.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the reporter.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's evaluation and final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. As a result of conducting a visual inspection of the equipment, no problems directly related to the phenomenon pointed out were confirmed. As a result of checking the device, the phenomenon pointed out was not reproduced. Based on the results of the investigation, a definitive root cause could not be established. There is a possibility that suggested phenomenon may have been due to endo therapy accessories being inserted with a tight angle, or the forceps elevator had a large rise angle. The instruction manual for the fg-v451p states, " if resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly." As a preventive measure, it is recommended that the user facility review the instruction manual "4.2 using endo-therapy accessories" once again and check the handling environment of the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the distributor on behalf of the customer, during a therapeutic procedure, the single use retrieval nitinol basket v was passed through the forceps channels of the evis lucera duodenovideoscope, however, the basket did not protrude from the forceps channel. The intended procedure was completed with another basket. No patient harm reported. The instruction manual was followed regarding the use of the basket. Similar cases have occurred at the facility several times before but did not occur in combination with other treatment tools. The facility had the same issue with two (2) evis lucera duodenovideoscopes. This complaint is related to patient identifier (B)(6) (evis lucera duodenovideoscope, jf-260v).

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.